Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion appeared to be consistent with the low voltage capacitor behavior. The ICD was successfully removed and replaced. This product has been returned. This report will be updated upon analysis completion. An advisory communication was issued regarding an older subset of devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, we have concluded that this device experienced normal battery depletion. Visual inspection did however, observe a weakened header bond. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
This product has been returned and device evaluation was completed.